Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, ventilation stopped and the screen went blank. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported issue could not be duplicated and the ventilator was cleared for clinical use. No parts were replaced. Evaluation of provided ventilator logs found an internal monitoring communication error, but no indications of any abrupt cessation of therapy at the time of the event. When there is a communication error between panel and monitoring subsystems, the monitoring subsystem will reboot. A reboot of the monitoring subsystem will not affect ongoing ventilation, which continues with unchanged settings. However, curves, set parameters and measured values will not be visible on the screen (user interface) during the few seconds it takes for the monitoring subsystem to reboot. The breathing subsystem functions are unaffected when this failure occurs. There is no stop of ventilation. The root cause of the internal monitoring communication error has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).